Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported the mother experiencing low blood glucose values for 4 days, including a low of 40 mg/dl. The mother stated she would call back to continue troubleshooting. The customer treated with food and adjusted his insulin pump settings.